Manufacturer narrative:
Information contained in this record was previously submitted thru [psr] on [22/apr/2019]. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. Reason for reoperation is a rupture. Device evaluation: visual analysis of the returned device identified: red particles in the shell, one opening curved on the posterior and the weight the device within specification. A microscopic analysis was performed which identified: one opening sharp on the posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: sharp opening on the posterior assessed as unidentified (tear) opening.

Event description:
Physician reported right side rupture. Device has been explanted.